Event description:
Patient taken to or for exploratory laparoscopy for intra-abdomninal free air and peritonitis. Post-operative diagnosis: perforated gastric ulcer/modified graham patch closure of ulcer and biopsy. Ng (nasogastric) tube placed in or. Patient transferred to ICU and ng placement checked per rn. Unable to check placement when air bolus would not pass through ng tube. Ng tube removed after multiple attempts to check patency. It was discovered that ng tube had no holes in the tip and was completely closed off. New ng tube inserted with no adverse affect to patient.